Event description:
It was reported that the device was at elective replacement indicator (eri) pre-cardioversion. The eri was cleared. The device was checked post-cardioversion and the device was able to be programmed out of vvi65 and gave a longevity estimate. When the battery voltage was measured it said it was not available. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a rrt (recommended replacement time) lockup condition that prevents device programming. This device was included in that field action, and the returned product testing found the device did perform as described in the field action.